Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that the stent delivery system (sds) would not cross the lesion. The 95% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. The physician attempted to deploy a 2.50x16mm promus element plus sds but unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed a proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination found that the proximal end of the stent was damaged whereby the first 2 rows were bent back distally. The hypotube was kinked at various locations. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).